Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Atrial oversensing was observed in recorded atrial high rate episodes.

Event description:
It was reported that the patient presented to the hospital with syncope. The right ventricular lead was fractured, had no capture, undefined impedance, and noise noted on electrograms. The right atrial lead was also noted to have noise. Both leads were capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.